Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred occasionally between (B)(6) 2026. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.